Event description:
A malfunction was reported, identified by code malf 12, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.